Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was fractured. Surgical intervention was undertaken on (B)(6) 2026 wherein the patient's lead fragmented during removal and a portion remains implanted. A new lead was implanted and therapy was restored.